Event description:
During arthroscopy, bard parker #10 scalpel blade broke in half in a patient's knee. A #10 rib-back blade on a #3 bp handle was being used at the time. Broken blade was pulled out of patient without additional injury.